Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. Multiple low battery warnings were allegedly recorded in the pump alarm history, and the frequent warnings occurred with the use several different batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/09/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings:the complaint could not be confirmed or duplicated with investigation. A review of the pump¿s black box revealed a low battery warning and no evidence of a shortened battery life. The battery cap was able to be properly secured to the pump; no power issues were observed during investigation. The pump¿s electric draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.